Manufacturer narrative:
G4: 08oct2019; b4: 09oct2019. The customer reported the power supply corrected the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer, bio medical engineer reported that v60 ventilator is not charging. It is unknown if the unit was in clinical use at the time the reported issue was discovered. However, there was no report of harm to the patient or user.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24sep2019.

Event description:
The customer, bio medical engineer reported that v60 ventilator is not charging. It is unknown if the unit was in clinical use at the time the reported issue was discovered. However, there was no report of harm to the patient or user.